Event description:
It was reported that the customer experienced intermittent occlusion alarms. The customer's blood glucose (bg) level of 450 mg/dl. The bg level was addressed with a manual injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.